Event description:
As reported by the user facility: customer complaint reported by customer. Reports leaking at filter, noted part of filter missing after priming and after adding drug. Erbitux was added after clamp closed, but leak was not noted until infusion started. Need to waste drug. Customer does have tubing, it is contaminated with erbitux. Additional information provided by the facility indicated the leak occurred when preparing the set for the infusion. The set was not hooked up to the patient at the time of the leak and there was no patient contact. No one suffered any adverse sequela associated with the incident.

Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. Visual evaluation noted the filter to be damaged. A piece of the plastic was broken off the corner of the filter, exposing the filter material. Although no inventory remains of the reported lot, the house retain samples for the reported lot were visually inspected. No manufacturing abnormalities were noted. The samples were physically tested for leakage per specification. All samples passed the leakage test. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacture process. There are no other reports of this nature against the reported catalog number, sub-assembled part or lot number. The nature of the reported damage could not be determined. No specific conclusions can be drawn. The sample and all available information has been provided to the actual manufacturer, for evaluation.